Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Evaluation: on-going h3 other text: not returned.

Event description:
During a coronary artery bypass graft (CABG) the sutures seemed to be fraying and then broke during use. Surgery was delayed for 5 minutes for each incident. No patient injury.

Manufacturer narrative:
Samples received: none. Analysis and results: there are no previous complaints of this code batch. There is a previous complaint of this code batch. (B)(4) units were manufactured and distributed, there are no units in stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Without samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.